Event description:
It was reported that insulin was squirting out of the insulin pump and the device was not detecting the infusion sets. The customer had tried multiple infusion sets but insulin keeps squirting out without stopping. The customer was unable to get out of the rewind/prime process loop. The customer stated that they did not have a back-up plan. The customer was advised that the insulin pump needed to be replaced. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Unable to prime due to flush/loose drive support disk. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.